Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture -breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-breast: unable to observe since it is not related to the device. Deformation-breast: not observed. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed.

Event description:
Healthcare professional reported right side "implant rupture" diagnosed with ultrasound, "breast pain", "sensitivity", "a few simple cysts" and "deformation". The event of 'cysts' is not considered device related. The device has been explanted and replaced.

Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "implant rupture" diagnosed with ultrasound, "breast pain", "sensitivity", "a few simple cysts" and "deformation". The event of 'cysts' is not considered device related. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "implant rupture" diagnosed with ultrasound, "breast pain", "sensitivity", "a few simple cysts" and "deformation". The event of 'cysts' is not considered device related. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as surgical impact opening. (Shell thickness was within specification). Deformation : no observed. Pain : unable to observe since it is a medical event and is not related to the device. Cyst : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick stress mark. No further actions are required as no issues with the manufacturing process are observed.